Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): fast flow found after 19th of the infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available. (B)(4).